Event description:
Follow up information received reported that the patient¿s implantable neurostimulator (ins) system was to be explanted on (B)(6) 2013. It was also noted that reprogramming was performed on the patient¿s device. The patient status was reported as ¿alive ¿ no injury¿.

Event description:
Follow up information received confirmed that the patient¿s entire ins system was explanted. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient's device had "ramped up too high suddenly and it scarred the patient". It was noted that this happened in (B)(6) 2013. It was stated that the patient was "almost in shock" and was unable to move due to such a high intensity. It was noted that the patient was "probably drawing blood for someone" when this occurred. It was not clear what that meant. It was stated that the patient "went to stand up turn on her stimulation because, she was having pain in her back". It was not clear what that meant. Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. The patient did not require hospitalization and the patient outcome was reported as "no injury".

Event description:
It was further reported the explant was performed on the date specified previously. It was stated the patient was doing fine followingthe surgery.

Manufacturer narrative:
Product ID 3888-33 lot# v741237, implanted: 2011 (B)(6); product type lead product ID 3888-33 lot# v741237, implanted: 2011 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID; 3888-33, lot# v741237, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information reported indicated that the date of explant was (B)(6) 2013.